Event description:
The complainant reported a patient was on impella 5.5 support and while on support, the patient was found to be heparin-induced thrombocytopenia positive. All heparin was stopped and 50 milliequivalent of sodium bicarbonate was run through the purge.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined. H.5 revised as yes selection was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25309.